Event description:
Customer reported receiving an adc meter reading of 108mg/dl which was higher than a laboratory result of 28mg/dl obtained within ten minutes. When plotted on the parkes error grid, the results fell within the 'd' zone showing the difference in values are considered clinically significant. It is important to note that the customer did not wash prior to obtaining their blood sample. There was no report of death or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation, and a final report will be submitted when the investigation is complete.